Manufacturer narrative:
It was reported that the switch remained on, and our inspection confirmed that there was a defect in the performance of the switch. Since we cannot determine the cause of the failure, we are sending the unit back to our switch supplier for their analysis.

Event description:
It was reported that the switch remained on, and our inspection confirmed that there was a defect in the performance of the switch.